Event description:
User reported a false negative result. Compared side by side to a rapid antigen test. No analyser ID received for this case.

Manufacturer narrative:
Report required by FDA for eua.